Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter was losing battery power after only 3 hours of use. It was unknown if the central nurse's station (cns) displayed a battery low or comm loss error message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz telemetry transmitter was losing battery power after only 3 hours of use. It was unknown if the central nurse's station (cns) displayed a battery low or comm loss error message. No harm or injury was reported. Investigation summary: multiple follow-up requests for additional information were sent to the customer. The customer replied on 09/26/2023 that the issue had been resolved but did not provide clarification on whether the battery alert messages were displayed or specific resolution details. A definitive root cause could not be determined as the device was not returned for evaluation and the complaint could not be duplicated. Review of the complaint device's serial number does not show recurrence of this issue. Possible causes of battery runtime issues may include using batteries that are not fully charged or a hardware component failure. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, power issues from incorrect battery insertion/use which can lead to short-circuits, or wear-and-tear which depends on device age and frequency of use. Based on review of the customer's complaint history it is likely that the issue had been resolved by switching to a different battery. Under irc-239, nkc investigated a similar issue of no alarm for low battery' for this customer and found that this was due to use of batteries not specified for use with the gz transmitter. The customer has since switched to using a different battery (procell constant to procell intense). Nk will continue to monitor this issue. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 07/06/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/07/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station: model: ni sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter was running out of battery power in 3 hours and faster than the other telemetry transmitters with the same settings. It is unknown if a battery error was displayed when the batteries were close to being depleted and if there was a communication loss error displayed at the central nurse's station (cns) if the unit powered off when the batteries became depleted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6. B6 - b7. D10 concomitant medical device. Attempt #1. 07/06/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 07/07/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3. 07/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station. Model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter was running out of battery power in 3 hours and faster than the other telemetry transmitters with the same settings. It is unknown if a battery error was displayed when the batteries were close to being depleted and if there was a communication loss error displayed at the central nurse's station (cns) if the unit powered off when the batteries became depleted. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter was losing battery power after only 3 hours of use. It was unknown if the central nurse's station (cns) displayed a battery low or comm loss error message. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates only. Corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?